Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7982302. Common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7982302.

Event description:
It was reported that the patient experienced diminished therapy due to high impedances on one lead and migration of another. As a result, both leads were replaced via surgical intervention on (B)(6) 2024. Therapy was restored post op. It is unknown which leads caused/contributed to this event.